Event description:
Complainant alleged that the staff was attempting to cardovert a pt (age and gender unk) in atrial flutter, but the device would not discharge when the switches were depressed and briefly held. The complainant indicated that the staff was able to obtain another device to successfully cardiovert the pt. There was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The facility's biomedical engineering department tested the unit, but was unable to duplicate the reported problem. The device was returned to the zoll technical service department with the battery that was in the unit at the time the alleged malfunction occurred. That battery was a refurbished non zoll brand battery with a refurbish date code of 2/6/96, indicating that the battery was over 18 months old when the malfunction occurred. Please reference the attached copy of the addendum 9652-0031 contained in the pd1200 service manual, which recommends that the battery be replaced at a maximum interval of every 18 months. However, because the device and the battery passed testing, zoll is unable to determine the cause of the reported problem. Section "b2" (outcomes attributed to adverse event) of the initial report had "other:"checked, but there was no comment noted to the right of that section. This report is updating section "b2" to correctly categorize the incident as "other: none."